Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the front display of the infusion pump was internally broken was confirmed. It was found that the bezel pcb was physically damaged. The bezel and membrane switch was replaced to address the identified failures. A preventive maintenance was performed and the device was tested and found to be working according to specifications. The physical damage to the device is most probably a result of user mishandling of the device or a probable fall. A manufacturing record evaluation was performed for the finished device [serial number : (B)(4) ], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in that during an unknown surgery on an unknown date, it was observed that the display on the pump device was damaged. During in-house engineering evaluation, it was determined that the bezel pcb on the device was physically damaged. There were no adverse patient consequences reported. No additional information was provided.